Manufacturer narrative:
Explanted product was discarded by the surgical center and will not be returned for evaluation.

Event description:
The patient's system was explanted due to lead extrusion and an infection at the implant site.